Event description:
The iab was inserted into the pt on 12/12/97 at 2:00 pm. The dr had difficulty inserting the iab into the pt. Poor inflation was noted and the iab was noted and the iab was removed on 12/12/97 at 2:15 pm. Inspite of several calls to the facility, the iab was never returned to datascope for eval. [Event complications]: unk-reported 12/22/97. [Pt's current status]: unk-rpt'd 12/22/97.

Manufacturer narrative:
Eval: the product was not returned to datascope for eval inspite of numerous attempts to contact the customer for the return of the product. (This follow-up MDR was mailed to the FDA on 1/28/98).